Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that when taking a third spin during a case, the site got an unspecified error and had to reboot the system. Afterwards, they were unable to find the spin on the system. They went to take a fourth spin and heard a "clunking" sound come from the image acquisition system (ias). After taking the fourth spin, the surgeon noticed a double pedicle in the scan. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
H6: multiple fdd/annex a codes were coded for this issue. A0508 was coded for the "clunking" sound. A0902 was for the unspecified error. A0905 was coded for the system needing to reboot during the third scan. A1102 was coded for the double pedicle in the scan. A13 was for being unable to find the spin. H3, h6: no products were received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the procedure being performed was a t10 to pelvis fusion. There was a delay of less than 1 hour before the surgeon opted to abort the use of navigation since they could not get an acceptable scan. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information added to section a and section b5. H6: additional annex f codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2:concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.